Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-09402. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 1.25 rotalink¿ plus and a rotawire were selected to treat the target lesion. During the procedure, upon withdrawal, it was noted that the burr became stuck on the rotawire. The entire system had to be retrieved as the burr could not be pulled out. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.